Event description:
It was reported that the pump screen was frozen and would not respond. There was no reported adverse impact to the customer¿s blood glucose level. The customer reset the pump which resolved the issue.